Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, engineering found the inner surface of the cannula to be out of alignment, thus creating a raised ledge which may remove material from the instrument during use.

Event description:
It was reported that during the surgical procedure, the customer noticed that the is2000 monopolar curved scissors instrument was rubbing against the trocar and metal residue fell inside the patient. The procedure was completed with no delay and no additional procedure was required. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the is2000 monopolar curved scissors instrument and the add'l two cannula accessories used during the surgical procedure. MFR. Report # 2955842-2006-00161, MFR report # 2955842-2006-00162 and MFR report # 2955842-2006-00163.